Event description:
It was reported that during an unk procedure the jaw could not be opened. No pt consequences were reported.

Manufacturer narrative:
(B)(4).info anticipated, but unavailable at this time.